Event description:
It was reported that an unspecified error message occurred. Data was provided for investigation. Confirmation of the complaint was confirmed via data. A transmitter failed error was found in connection to the allegation. The probable cause was determined to be a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).